Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Evaluation summary: visual inspection was performed on the returned device. The reported proximal shaft separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar other incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.

Event description:
It was reported that the 2.25 x 12 mm trek was advanced through the guide catheter. The shaft kinked and snapped, at a location outside the patient anatomy. There was no adverse patient effect and no clinically significant delay reported. A second device was used without issue. No additional information was provided.